Event description:
The insert allegedly would not fit the tibial bearing component (cat. No. 6475-3-933). Another insert was available and was used successfully. There was no adverse consequence for the patient or delay in surgery or anesthesia time.